Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that empty reservoir alert/code occurred. 8286 code was reported on patient programmer. Pump went empty last night and was filled today.no symptoms were reported. No further complications were reported.